Manufacturer narrative:
The reported malfunction was observed during review of the clinical files. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The processor/bridge/ pace board was replaced as a precaution. The multi-function cable, battery or other accessories were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old patient (gender unknown) the device failed self-test for defib. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.